Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (will not recognize battery pack) was confirmed. As received, the charger was resetting and would not recognize a battery pack. Upon evaluation, there was contamination on the battery board and interconnect cable, the u104 (pxa) and u1003 (pld) bga components failed, and the d2 and u13 components were shorted on the bedside board. The cause of the resets and inability to recognize a battery pack is the contamination, bga failure, and shorted components. The cause of the contamination is liquid ingress of an unknown contaminant. The cause of the bga failure cannot be positively identified. The cause of the shorted components cannot be posiitively identified. The root cause of the resets and inability to recognize a battery pack cannot be distinguished between these failures. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger would not recognize a battery pack.